Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that during the previous night's treatment, the cycler had alarms. The contact stated that the treatment was stopped and upon opening the cassette door, the cassette was wet and the inside of the cycler was wet. The cycler will be replaced. The patient will use manual treatments to complete treatment.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. No fluid leaks in the test cassette during the test treatment. There are no visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was no visual evidence of fluid under the mushroom head an within the recess of the bottom cover adjacent to the pump. The device passed the mushroom head check.

Event description:
A peritoneal dialysis patient reported that during the previous night's treatment, the cycler had alarms. The contact stated that the treatment was stopped and upon opening the cassette door, the cassette was wet and the inside of the cycler was wet. The cycler will be replaced. The patient will use manual treatments to complete treatment.

Manufacturer narrative:
Corrective data: event date updated to (B)(6) 2017 to reflect "last night's treatment".

Event description:
A peritoneal dialysis patient reported that during the previous night's treatment, the cycler had alarms. The contact stated that the treatment was stopped and upon opening the cassette door, the cassette was wet and the inside of the cycler was wet. The cycler will be replaced. The patient will use manual treatments to complete treatment.